Manufacturer narrative:
(B)(4). Batch #: p93f8y. The following information was requested, but unavailable: did the generator display any error messages and if so what were they? Did the device pass the pre-test? Had the device been working and then stopped? Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hp054 device was received with the nose cone cracked. In addition, coating material of the housing was flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. It is possible that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that during an unknown procedure the device did not work. No patient consequences. No delay. Numbers of use remaining 20. No more information available.